Event description:
It was reported the stimulation setting occasionally changed by itself and the numerical amounts of stimulation was different than it appeared. The patient noticed the change in readings about three days prior to this report and they thought stimulation had changed the morning of this report. The patient had been having issues with walking and they wanted to check their implantable neurostimulator (ins). At the time of this report, stimulation was at 2.0v and the patient thought they had left it at 1.4v. The patient programmer and antenna were left in the shoulder satchel and the patient wanted to know if they might be hitting something that changed their settings. The shoulder satchel was 9 inches below where the antenna needed to be to communicate with the ins. Once the ins was turned off and the patient did not know how. The patient tried to use the patient programmer while it was in the satchel, but it would not find the ins unless the antenna was directly over the ins. The patient was able to adjust stimulation to 1.5v from 2.0v, but they went back up to 1.9v instead, because they felt that was a huge jump. Normally the patient used stimulation between 1.3-1.4v because they were not getting enough stimulation and their medicine had not kicked in. The patient could stay at 1.4v for a little bit, but could not tolerate it so they had to go back down. The patient did not know how they could get up to 2.0v and tolerate it. At the time of this report the patient¿s speech was affected, their tongue felt fat and clumsy, and they felt they had to turn their head to talk like they were being overstimulated. In the last 3-4 days the patient had been to two stores. The patient had one ins and then had a second ins implanted 45 days prior to this report. The patient stated they were more aware of things when they change. The patient planned to stay at 1.9v today, and then go down 0.1v a day until they get back to their normal settings of 1.3-1.4v. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04841.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# va0m2gh, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0khvq, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).